Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: time and date always set correctly. Consumables: adapter: the adapter passed the optical inspection. Infusion set: no sample was received from the customer the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Lot number involved in this case is 05011492. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, patient reported waking up with an elevated blood glucose level. Patient stated she disconnected from the infusion set, primed through the tubing but the insulin was not coming out quickly, it was coming out slowly. Advised patient to switch to new tubing. Patient reported nothing was coming through the tubing after priming with 5 units of insulin. Advised to remove tubing and prime through the cartridge. Patient stated no insulin was coming out. Advised patient to replace the cartridge. Assisted patient through the change the cartridge process. Patient stated she does not feel the piston rod is moving well. Had patient to insert a new battery. Assisted patient through the change the cartridge process and priming. Patient reported the piston rod does not seem to be tight against the plunger end. Patient stated insulin is dropping out of the tubing but is not flowing. Patient is new to pump therapy. Patient reported experiencing blood glucose readings in the 300's mg/dl and could not get it to come down. Patient stated she started to feel horrible and then realized her blood glucose level was not coming down when she bolused. Patient's current blood glucose level is 350 mg/dl; will self-treat and does not require outside assistance. Patient reported the time and date are not set correctly; assisted with setting it correctly. On follow up call on 03/14/2013 patient reported her blood glucose level has returned to normal since receiving a new infusion device. On follow up call on (B)(6) 2013 patient stated there was a delivery issue with the infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, adapter and infusion set tubing for evaluation.